Event description:
A user facility technician reported a blood leak alarm occurred during a treatment on a system 1000 hemodialysis machine. At the time of the alarm, an actual blood leak was not confirmed either visually or with a hemastix. The extracorporeal blood in the bloodlines was being manually hand cranked back to the pt when blood was then visually noted in the dialysate at the dialyzer and on the floor beneath the machine. This procedure was then discontinued and the blood was not returned to the pt. There was no pt injury or medical intervention associated with this incident.